Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and the button had to press act button more than once to get it to work. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they had reset the insulin pump and the infusion set. The customer had to change batteries every 2 weeks. The customer reported one failed battery test. The customer noticed insulin to shoot out when priming every once and a while. The customer stated that when putting in the reservoir sometimes the reservoir was leaning to one side once insulin pump primes it was fine. The device will not be returned for analysis.